Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 7.8 mmol/l. The caller stated that the insulin pump fell into water prior to the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No traces of moisture were noted at the electronic or motor assemblies.